Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was electrically continuous. There is a trilumen insulation abrasion noted through to the rate/sense lumen approximately 63-75mm from the terminal pin. Due to the location and type of damage, this was likely caused by lead-on-lead interaction within the heart. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this patient presented to the emergency room with chest pain and palpitations. Review of the data from the patient's remote monitoring system did not identify any recent episodes. Decreasing pacing impedance measurements were observed on the right ventricular (rv) channel but none that were out of range. Subsequent information was received stating the measurements did go below 200 ohms and low sensing measurements were also observed. A revision procedure was performed and visual inspection of the lead identified insulation damage. The lead was removed from service and replaced. No additional adverse patient effects were reported.